Manufacturer narrative:
Investigation results: visual evaluation found that the device has the loop kinked and the wire was also kinked at multiple locations in the middle of the device. The catheter was found damaged at the distal end. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a polypectomy procedure. According to the complainant, during procedure, the snare loop became twisted around the polyp, got embedded in the patient¿s tissue and was unable to cut. A second of the same device was inserted and cut the polyp piece by piece until the first snare was released; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Reported complaint of loop embedded in patient's tissue. Reported event of loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during a polypectomy procedure. According to the complainant, during procedure, the snare loop became twisted around the polyp, got embedded in the patient¿s tissue and was unable to cut. A second of the same device was inserted and cut the polyp piece by piece until the first snare was released; the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.